Manufacturer narrative:
.

Event description:
A report was received that the patient had pain at the ipg site. It was determined that the battery would flip and it was hard to keep in place since the patient was large. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had pain at the ipg site. It was determined that the battery would flip and it was hard to keep in place since the patient was large. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.